Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the first stapling, the pliers blocked and the device was unable to fire. Another stapler from a competitor was used then continued the case with a manual stapler. Endoscopy had to be performed.